Event description:
The device was used during a thoracoscopy procedure. It was reported the tsb34 reload fell into the pt upon opening the device prior to the first firing. The surgeon was able to retrieve the reload thoracoscopy. The surgeon placed the reload back into the device and fired it without difficulty. There was no consequence to the pt.